Event description:
A malfunction was reported on a pump by the customer, although no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction reappears.